Event description:
During a tonsillectomy a 2 degree burn occurred to the lip and tongue of the pt. The burn was discovered in the recovery room. The pt was admitted to the hospital overnight for observation and was given steroids. The pt is doing well now and will not require reconstructive surgery.